Event description:
The pt stated that in 2007 her blood glucose elevated to 400 mg/dl and she "felt sick in the stomach." The patient attempted to bolus through her infusion device to lower her blood glucose and was unsuccessful. She then went to the local clinic and was given insulin via injection. After receiving insulin injections the pt's blood glucose remained elevated and it was recommended by the clinic that she go to the emergency room. The pt arrived at the emergency room at approx 9pm, and she received an EKG and a chest x-ray. She was unsure of any other treatment she received while at the hosp. She stated that her blood glucose decreased, increased, and decreased again. The pt's normal blood glucose range is 70-130 mg/dl. Her blood glucose at the time of the report measured 67 mg/dl. Troubleshooting did not reveal any issues with the infusion device or accessories. The patient stated that she believed that her infusion device contributed to the elevated blood glucose. The infusion device was replaced and requested to be returned for evaluation.